Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction a4- patient weight.

Event description:
Additional information indicates that surgical intervention was undertaken (B)(6) 2025 wherein patients left l1 lead was explanted, patients right l1 was attempted to be explanted but was unable to be fully explanted [related manufacturer reference number: 1627487-2025-01285] and 2 leads were implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, patients leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.